Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2019-12796 and 2017865-2019-12798. It was reported that the patient expired due to cardiac decompensation, multi-organ failure, exacerbation of heart failure due to hepatic encephalitis, sepsis, and septic embolism. The patient was non-compliant with diagnostics and had denied ventilation and resuscitation. There were episodes of undersensing on the right atrial (ra) lead, however, it is unlikely that the ra lead, device, or right ventricular (rv) lead directly contributed to the patient's sepsis, endocarditis, and expiration.